Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the coating peeled due to stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed, a dent was found on the connecting tube. In addition to the peeling coat of the image guide coil, other evaluation findings are as follows: water tightness was lost due to a pinhole in the connecting tube; the adhesive on the bending section cover had a chip; the connecting tube had buckling and a wrinkle; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the switch box was deformed; and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera tracheal intubation videoscope had a dent and an image error. It was added that the image guide had a corrugated tube. There was no report of patient harm. The device was returned, evaluated, and it was found that the image guide's coil coating was peeled (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.